Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had suspected disconnection and noise occurred when touching the cable. The event had occurred during inspection for use. There were no reports of patient involvement.